Manufacturer narrative:
The account found the latch mechanism on the side rail is loose at a couple areas where bolts are fastened. The account tightened the side rail bolts and fasteners to resolve the issue.

Event description:
The account alleges the side rail will not latch looks to have a damaged center arm assembly. No patient impact.